Event description:
It was reported that the patient did not take medication, developed atrial fibrillation (af) with rapid ventricular response, and was shocked inappropriately. The device was later removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65, implantable tachy lead, (B)(6) 2009; 5076-52, implantable pacing lead, (B)(6) 2009; 439688c, implantable pacing lead, (B)(6) 2009. (B)(4).